Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hartmann surgery, at colon resection, when handle was replaced, the reload was blocked so another handle and reload were used to continue the case. There was no patient injury.